Event description:
It was reported that during an open rt colon procedure, the sealing times were taking eight-twenty five seconds to seal and sometimes never got the "final" tone. Opened another superjaw and sealing was normal on the same tissue/patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) as the device activated and cut the test media, no conclusion could be reached as to the issue of the device not sealing. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.